Manufacturer narrative:
As of 11/14/2017 aso evaluated unused returned product as well as pre-shipment samples in addition to evaluate the biocompatibility studies. The product is recommended to secure a non-stick pad or rolled gauze and it is not recommended to be used in direct contact with the wound / injured area. Complaint database was reviewed; there was no negative trend identified for the associated product. Trending is completed on all products monthly.

Event description:
Consumer stated that product broke her skin.

Manufacturer narrative:
As of (B)(6) 2017 aso evaluated unused returned product as well as pre-shipment samples in addition to evaluate the biocompatibility studies. The product is recommended to secure a non-stick pad or rolled gauze and it is not recommended to be used in direct contact with the wound/injured area. Complaint database was reviewed; there was no negative trend identified for the associated product. Trending is completed on all products monthly. As of (B)(6) 2017 aso received completed investigation report from the manufacturer. Refer for further details.

Event description:
Consumer stated that product broke her skin.